Event description:
Asr revision. Asr xl.left.reason(s) for revision: component loosening (reporting all components as loose until confirmation received).

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl. Left. Reason(s) for revision: component loosening (reporting all components as loose until confirmation received). **update** 17 sept 2014 - confirmation received that the stem was the loose component. Sending to investigation as falls outside CAPA. Unable to request patient demographics as is (B)(6). **update** 27 nov 2014 - patient demographics requested however confirmation received that their is no patient consent so they are unable to confirm. Update from kennedys 2 dec 2014: marked as legal, kid, both implant and revision hospital, expiry dates for all products.